Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead was surgically abandoned due to lead fracture. As a result, a different ra lead was implanted. No additional patient adverse effects were reported.